Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) via a consumer. It was reported that the lead had migrated 1.5 levels. The patient had fallen approximately three weeks prior. The issue has been resolved through reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the pain wasn't being covered in the back and they were having difficulty finding the right programming for this area. It was unknown if the change in therapy was related to positional movement. The patient reported that she had adjusted the setting as high as she could on each of the programs and has had a few reprogramming sessions with a manufacturer¿s representative (rep). The patient declined troubleshooting and said that she had an appointment the day following the report and requested a rep to be there. The patient also reported that she was going to discuss having the system removed. The patient reported having back pain. Additional information was received from a rep on (B)(6) 2018. The rep reported that they saw the patient and the healthcare provider (hcp) ordered x-rays. The rep reported that it was confirmed that the right lead had migrated down from its original position. The rep reported that they were able to reestablish coverage in both high density and low density settings and the patient said it was helping her pain. No further complications were reported.